Event description:
This pt was congenitally deaf for years before receiving a cochlear implant. Once they were implanted with the device they received no benefit from it and still could not hear well. Therefore, the implant was explanted in 2005 and they were not reimplanted.